Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that there were spots on the display of the infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.